Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated at the customer site. The customer's reported complaint of the thermogard xp ivtm system displayed tcm ID:02 (ce danfoss error) error message was confirmed based on the event log review and during functional testing. The root cause was due to a defective danfoss module, likely as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in december 2012, and it is 8 years old, well past its expected service life of 5 years. During visual inspection, there was no physical damage observed on the ivtm thermogard console. A review of the event logs showed the multiple occurrences of tcm ID:02 (ce danfoss error) error message; thus, confirming the reported complaint. The system failed initial functional testing due to tcm ID:02 error message; therefore, the reported complaint was confirmed. The danfoss module was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm), the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:02 (ce danfoss error) error message. No patient involvement.